Event description:
Crew performed a drug assisted intubation using airtraq video laryngoscope. During this mornings ambulance check the airtraq battery life was at 100 min. We went on a call and attempted to intubate the patient. Originally the airtraq battery was reading 100 min and within 30 seconds the battery went down to 0%. While trying to trouble shoot (power off and back on) the buttons on the screen were frozen and not registering finger touches. Device was unable to be powered off. Crews placed a rescue airway. Rosc obtained. After the call the crew took a look at the airtraq device and noticed the battery life was now reading 71 min battery life.